Event description:
Device issue: malformed safety release rod. Time of device issue: after the procedure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the plunger was depressed, but the expected click was not heard, the button did not remain down, and the number two was not present in the window. Three additional attempts were made to deploy the plunger and it remained pushed down. The remaining procedure went well, closure was completed, and after one minute of compression, there was no bleeding. The starclose se device clip achieved hemostasis. During returned device eval, a component of the device was observed to be out of spec. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval of the returned device found the device was fully clip deployed. Internal inspection of the device found the proximal end of the release rod was deformed. The deformed condition did not permit adequate engagement of the safety release slider with the spring retainer when the plunger was depressed, allowing the plunger to return to its pre-deployed position. A review of the device history record for this lot did not produce any findings relevant to this report.